Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent line of a prismaflex st150 set was observed to be disconnected from the support plate during priming, described as "the line had not been securely bonded." There was no patient involvement. No additional information is available.